Event description:
Customer reported the air is leaking inside the hose, inner hose was disconnected. This is report 1 of 1 for event (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes ous service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by technician, it was noted that the locking components were damaged due to excessive wear. Additionally, the functional testing revealed that the device failed the rpm and sound testing. Device was inspected and repaired.